Event description:
The customer reported that some of his blood glucose readings were not being stored in the memory of a contour next link 2.4 meter. The customer stated that he tests his blood 6 times per day. During the call, while the call center agent was gathering the last five readings from the customer's meter memory in the logbook, only one reading per day was being stored in the meter's memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.